Manufacturer narrative:
693565 lead implanted: (B)(6)2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead during atrial tachycardia/atrial fibrillation (at/af). It was also noted that the patient may have received an inappropriate shock for supra ventricular tachycardia (svt) that the device classified as ventricular tachycardia (vt)/ ventricular fibrillation (vf). The lead and device remain in use. No further patient complications have been reported as a result of this event.